Event description:
On october 29, 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the resolution clip device clip fell off as it passed through the scope inside of the patient. This happened two times. The clips were retrieved and the procedure was completed using another of the same device without any patient complications. Patient is "fine". Note: this is the second report of two related complaints. Please refer to MFR # 3005099803-2008-06795.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.